Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they stated they were running a routine maintenance test on the arctic sun device and observed low inlet pressures on all the fluid delivery line (fdl) valves. Discussed that this was indicative of a failing circulation pump and noted no history of replacing the circulation pump. They requested pricing information for 2000-hour service for this device.

Event description:
It was reported that they stated they were running a routine maintenance test on the arctic sun device and observed low inlet pressures on all the fluid delivery line (fdl) valves. Discussed that this was indicative of a failing circulation pump and noted no history of replacing the circulation pump. They requested pricing information for 2000-hour service for this device. Per follow up information received via mail on 27jun2024, it was reported that there were no events that had happen with this device. They received it as a donation. After performing an incoming inspection, the device was failing. Per management they have decided not to proceed with the repair and retire this unit from their facility.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a circulation pump. Adhr is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Complaint re-opened to update UDI information with all available information per gudid. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they stated they were running a routine maintenance test on the arctic sun device and observed low inlet pressures on all the fluid delivery line (fdl) valves. Discussed that this was indicative of a failing circulation pump and noted no history of replacing the circulation pump. They requested pricing information for 2000-hour service for this device. Per follow up information received via mail on 27jun2024, it was reported that there were no events that had happen with this device. They received it as a donation. After performing an incoming inspection, the device was failing. Per management they have decided not to proceed with the repair and retire this unit from their facility.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a circulation pump. Adhr is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.